Event description:
Follow-up revealed the patient's sensor is deemed stable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported a right heart catheterization via echo/non-invasive approach was performed due to an inaccurate measurement in relation to a possible sensor drift. The patient's sensor will be monitored until deemed stabilized.